Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunciton. It was also reported that the patient began experiencing painful stimulation in their throat. The device was programmed off at this office visit. X-rays reviewed by neurosurgeon did not reveal any discontinuities in the vns therapy system. The patient's device was prgrammed back to on approximately two weeks later at 0.50ma output current. Repeat device diagnostic testing on this day was within normal limits. The following day, the patient again felt pain. Normal mode output current was subsequently reduced from 0.50ma to 0.25ma. The patient reportedly no longer feels painful stimulation at the reduced setting. Investigation to date has been unable to determine the cause of the high impedance condition.